Event description:
Consumer alleges scooter throttle broke, causing the magnetic brakes to release which prevented the unit from stopping. The end user was thrown from the scooter causing bruises and scraps. No medical intervention was sought.